Event description:
During the procedure to insert a single lumen PICC catheter, the healthcare professional had difficulty advancing the catheter into the vein. A decision was made to change the catheter overwire to a dual lumen catheter. The sherlock guidewire was removed from the catheter with the tip appearing intact. The catheter was trimmed to 10 cm and a hardwire was inserted into the catheter. The old catheter was removed over the wire and 5cm of sherlock guidewire were found next to the hard wire. The practitioner proceeded to pull both wires out at once and stopped the procedure. There was a fracture of the sherlock wire that was about 5cm from the end of the wire.